Event description:
It was reported that the device could not be used after unpacking. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis. Phone number: (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**.